Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unresponsive and the device unusable; the patient stated the damage likely occurred from contact with a recliner and confirmed the device had been synced prior to shutdown, with a replacement arranged and return of the original planned. Symptoms included no injury. Outcomes included interruption of device therapy with continued glucose monitoring using a dexcom g7. Investigation included collection of event details and coordination for device return. Investigation of this case revealed physical damage to the display consistent with external impact, with loss of touch responsiveness attributable to a damaged screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.